Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) hospital regarding sub-optimal processing resulting in under-processed tissue from a protocol started and completed on (B)(6) 2011, using peloris tissue processor serial number (B)(4). On (B)(6) 2011, leica microsystems also received information from the laboratory that a vulval biopsy, which was processed in the affected protocol and exhibited significant artefact, was not diagnosable. On (B)(6) 2011, the laboratory confirmed that re-biopsy of this patient is required. Investigation of this complaint by leica microsystems is continuing.